Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "pt. Presented with pain/discomfort of their left-hip. Pt. Received a tha "over 15 years ago" which included our trident alumina-ceramic insert and an alumina-ceramic head. Dr. Determined the trident hemispherical shell was loose and opted to revise the hip to a biolox-ceramic head/insert construct, using a competitor's shell and insert." Spoke to rep who confirmed there are no allegations against the revised head and liner.